Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead had loss of capture, high capture thresholds, and r wave amplitude variation due to lack of slack. The rv lead was attempted to be repositioned but the helix had issues retracting and then would not extend. A new rv lead was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported events were for a helix mechanism issue, loss of capture, and high capture thresholds. A complete lead was returned in one piece. The reported events for loss of capture and high capture thresholds were not confirmed. Electrical te4sting found no anomalies. The reported event for a helix mechanism issue was confirmed. X-ray examination found an over torqued inner coil at the connector region. The measured full helix extension length was within product specification.

Manufacturer narrative:
Correction h6 investigation conclusion code changed to unintended use error caused or contributed to event from cause traced to user.